Event description:
The customer reported that he performed a control test using the contour® next ez meter and obtained a reading of 44 mg/dl at 3:32 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. This event is related to MDR # 1810909-2025-00150.

Manufacturer narrative:
The customer returned the suspected contour® next ez meter (serial # (B)(6)) and contour® next test strips (lot # 5aheg09a) for evaluation. No control solution was returned. An in-house testing was performed with the returned meter, test strips and in-house contour® next control solution from lot # 4bv1a56 in five replicates. All tests recovered within the expected control range of 38 mg/dl to 48 mg/dl. The control results obtained with the in-house testing were properly marked as control tests in the meter's memory.